Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the date was changed without action from him and the insulin pump alarms two different messages referring to this problem. The patient¿s blood glucose level was unknown at the time of the incident. The device is not expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. The time and date were synced and monitored for 48 hours with no discrepancies or anomalies. Time or clock anomaly not confirmed.